Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins) the reason for call was patient stated that their ins was going wacky. Patient stated that their back stimulator was vibrating for the last couple of weeks so they turn down the intensity. Patient stated that they shut it down and it was fine but today they started feeling like a "madness vibration". Patient stated that sometimes it was on their waist and higher but now they can feel it on their knees. Patient has been dealing with this for 2 weeks now. Patient stated that they are currently in group c, patient tried switching group but they are feeling the same vibration. Patient confirmed no recent falls and trauma. Agent redirected patient to hcp to further address the concern. Patient will contact the clinic where their hcp was since they are not sure if the hcp has retired.